Event description:
Procedure: gastric bypass. According to the report: the jaw broke off in the patient but was completely retrieved. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4).